Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer's mother reported that the insulin pump had recently been exposed to warmth and humidity. Blood glucose level at the time of the incident was 324 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No moisture damage on the electronics stack, motor, battery tube and vibrator assembly. No frozen screen noted during testing and time clock advances properly. No unexpected shock anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display windows, cracked case at the display window corner and cracked battery tube threads.